Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that sometimes the diabetic educator and specialist could not download the insulin pump's information. The display was misreading how much insulin was in the insulin pump. The reading was inaccurate. The customer had to insert three or more batteries before the insulin pump's display turned on. Customer's blood glucose level was around 400 mg/dl and 500 mg/dl. The customer treated his blood glucose level with the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify history anomalies downloaded to (B)(6) or communicated due to the blank display. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.